Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 03/06/2017. This complaint is part of a retrospective review as part of a remediation related to (B)(4). Medtronic¿s investigation identified the root cause to be inadequate solder joint between the device¿s thermocouple and inner tube. All identified corrective actions have been implemented including retraining of the operators on the soldering process, revalidation of the soldering process, the addition of a new electrical resistance tester, and revalidation of the thermocouple test process.

Event description:
The customer reported that during a rf ablation for liver cancer procedure with a 3cm level tumor, an rfa2030 electrode was inserted to start the operation. The initial impedance was about 128 omega, the maximum output was 140 w. The procedure was stopped because the alarm against the high energy occurred. The tumor had been ablated for 12 minutes but no bubble was confirmed on the echo. The last temperature was 40 degrees celsius. A new needle was used and another 12 minute ablation was performed however the condition didn't change. After the ablation, no heat wound was confirmed around the electrode. An olympus celon was used to complete the procedure. There was no accumulation of lipiodol on the tumor. No patient harm was reported.